Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a seventy-eight-year-old female patient supported with an impella 5.5 device following high-risk coronary intervention developed mild hematuria after the procedure. Nursing staff noted that the hematuria began after the patient received anticoagulation and antiplatelet medications during multivessel intervention. The medical team evaluated the patient and reported no concern for pump-related hemolysis, and no significant decline in hemoglobin was observed. The hematuria was managed medically, and the patient remained clinically stable.

Manufacturer narrative:
B3: corrected date of event

Manufacturer narrative:
B3 date of event was reported correctly on the initial report that was submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Hematuria/peri-procedural adverse event: the cause of the injury was not determined due to insufficient clinical details.

Event description:
The hematuria resolved on its own the next day and was thought to be caused by dual antiplatelet therapy in addition to bival.

Manufacturer narrative:
B5 updated with additional information d6b explant date provided d4 UDI was inadvertently omitted on the initial manufacturer device report.